Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top case was cracked (front right lower corner), right plunger case (on the side) and bottom case (l bracket area). During the power up process and check and test force sensor testing, force sensor test was duplicated at power up. The root cause of the reported issue was found to be fluid ingression that caused force sensor test error, as the plunger head was full of fluid ingression. Replaced all parts of plunger head. Performed power up process and all functional tests which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the force sensor test failure and fluid ingression. No patient injury was reported.